Event description:
The facility reported a pump with a stuck key error. This problem occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 25, 2007. Evaluation summary:the reported condition of stuck key error was confirmed as failure code 500:320:844:0000 in the pump's event history file during product evaluation. Failure code 500:320:844:0000 was caused by faulty lock button. The speaker/lock harness was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.